Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that a patient wanted to meet with a manufacturing representative (rep) or healthcare professional (hcp) be cause her implant is acting ¿kind of funny¿. Patient says that it seems like the implant has moved a little and is down further than before. Patient says when she first turns on the implant, there is a pressure in her lower back, and then as the days go by, the patient can't feel stim as much when it is on. No additional symptoms have been reported. No further complications were reported.